Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. External insulation abrasion was noted at 3.3-3.5cm from the is1 connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. A fracture of the outer coil was noted at 2.2cm from the is1 connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high lead impedance and noise.

Event description:
It was reported that during a normal eri change out, when the lead was removed from the ICD, insulation damage above the yoke was noted on the sense/pace portion of the lead. Noise and high pacing lead impedance was also observed. The lead was explanted and replaced.